Event description:
It was reported that the procedure was cancelled. A ce rotablator was selected for use. During the procedure, it was noted that the air hose buckle was faulty. The procedure was not completed because of this event. No patient complications were reported.